Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that intermittent under/oversensing was observed from holter with some intermittent inability to capture. This could not be reproduced in the office. Apparent conductor fracture was also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.